Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). H10 narrative: item # :115396. Lot # : 66483881. Item name: comp rvs cntrl 6.5x30mm st/rst. The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty. Subsequently, the patient was considered for a pmi product and revised due to loosening/instability of the implant. During the revision, it was noted that the central screw was fractured. All components were removed and replaced; however, a piece of the fractured central screw could not be removed as it was retained in the glenoid.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, b4, b5, d10, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the right shoulder demonstrate a reverse total shoulder arthroplasty with two separate screw fragments within the glenoid and a fractured central and possibly anterior screw. No bony fracture. A definitive root cause cannot be determined. The reported event is confirmed as x-rays were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.